Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated falsely high sodium (na) and chloride (cl) results. The results were reported outside the laboratory. However, the physicians questioned the results, and six patient samples were rerun, the results of which were reported. Customer only provided the corrected patient data for four patients. Customer confirmed that patient treatment was not affected. The customer technical specialist (cts) advised customer to perform the twice weekly maintenance, to prime the instrument, to recalibrate the ion selective electrode (ise), and then to run the quality controls. The cts asked customer to monitor the instrument, and the cts generated a service request. The field service engineer (fse) inspected the instrument and found that customer had performed the prescribed maintenance and changed the reagents. The fse then verified instrument performance to ensure that troubleshooting through maintenance and reagent replacement effectively resolved the instrument issue. The fse evaluated the instrument and found no issues.

Manufacturer narrative:
As described, customer performed maintenance and changed the reagents, and stated that the instrument was performing acceptably. The fse verified instrument performance after evaluating the instrument during the onsite inspection. (B)(4).